Event description:
It was reported that stent thrombosis occurred and the patient died. The patient presented with st elevation myocardial infarction for percutaneous coronary intervention of the right coronary artery and left anterior descending artery (lad). A synergy ii drug-eluting stent was implanted in the lad. Heparin was given during the procedure and oral anti platelet was given as the patient was coming off the table. On the same day, the patient went into ventricular tachycardia and vomited. The patient was shocked several times and was taken back to the cath lab. Flow was restored to the lad, where stent thrombosis had occurred, but the patient subsequently died. It was further reported that the right coronary artery was also treated with a synergy stent. Some clot was seen in it as well after the patient was brought back after initial implantation. The patient experienced cardiac arrest which was considered to be the cause of death.

Manufacturer narrative:
Date of death updated to (B)(6) 2019. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred and the patient died. The patient presented with st elevation myocardial infarction for percutaneous coronary intervention of the right coronary artery and left anterior descending artery (lad). A synergy ii drug-eluting stent was implanted in the lad. Heparin was given during the procedure and oral anti platelet was given as the patient was coming off the table. On the same day, the patient went into ventricular tachycardia and vomited. The patient was shocked several times and was taken back to the cath lab. Flow was restored to the lad, where stent thrombosis had occurred, but the patient subsequently died.